Manufacturer narrative:
The exact implant date is unknown; stated to be on or about (B)(6) 2018. The catalog number is unknown; if received it will be provided. Complaint conclusion: it was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused embedment of the filter. The indication for the filter placement and procedural details have not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease retrievable vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization, the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures and has been shown to occur in as short a period as 12 days. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: physical and emotional damages from embedment of the filter and the resultant symptoms. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Event description:
As reported by the legal brief, the patient underwent placement of a optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: physical and emotional damages from embedment of the filter and the resultant symptoms. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. Per the implant records, prior to the index procedure the patient was admitted to the hospital and was found to have bilateral pulmonary emboli (pe) and deep vein thrombosis (dvt) of the left lower extremity via a computerized tomography (CT) scan. The left femoral vein was accessed to perform an inferior venacavogram, which showed a normal in size inferior vena cava (ivc) without thrombus, and the location of both the renal veins and bifurcation. The optease ivc filter was placed just below the level of the renal veins without difficulty. A confirmatory venogram was performed followed by thrombolytic therapy. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately one month after filter implantation. The patient reports the filter is embedded in the wall of the ivc and it is unable to be retrieved; however, no documented attempts to retrieve the filter were provided. The patient further experienced anxiety, stress and depression related to the filter.

Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused embedment of the filter. The patient reported becoming aware of the filter embedded in the wall of the ivc and is unable to be retrieved; however, no documented attempts to retrieve the filter were provided approximately one month post implant. The patient further experienced anxiety, stress and depression related to the filter. According to the implant record the indication for the filter implant was bilateral pulmonary emboli (pe) as well as a large deep vein thrombosis (dvt) of the left lower extremity. The patient was noted to have a dilated right ventricle consistent with cor pulmonale secondary to the pe¿s. The left femoral vein was accessed to perform an inferior venacavogram, which showed a normal in size inferior vena cava (ivc) without thrombus, and the location of both the renal veins and bifurcation. The optease ivc filter was placed just below the level of the renal veins without difficulty. A confirmatory venogram was performed followed by thrombolytic infusion to both the left and right main pulmonary arteries. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number provided is illegible; therefore, no device analysis nor device history record review could be performed. The optease retrievable vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implant. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explant problems after as short a period as 12 days. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.